Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) leads had become twisted due to possible twiddling. The leads were untwisted and remain in use. No further patient complications have been reported as a result of this event.